Manufacturer narrative:
Instead of "loss of capture", the description should have been with "intermittent capture".

Event description:
It was reported that the right ventricular lead exhibited noise and loss of capture. Programming changes were attempted but problem was not resolved. There were no adverse consequences to the patient.